Event description:
The customer reported the mts tipmaster pipettor was not dispensing properly. The customer indicated fluid remained in the pipettor after the last dispense. The customer discontinued the use of the pipettor. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The issue was resolved through product replacement. This customer has not logged any similar complaints against this instrument since this incident.